Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector fell from a stool, and the user asked whether it could still be used normally. The device remained in clinical use, and no harm occurred to either the patient or the user. The remote service engineer (rse) performed analysis and concluded that the detector had fallen from a stool from an approximate height of 55¿60 cm. The detector was functioning normally with no artifacts observed. The system recorded a medium shock. Rse advised the user that detector can be used as long as it's working normally and exhibits no artifacts. If any unusual behavior occurs, the user should perform a detector test and calibrate the detector if artifacts are present. The system is functioning properly and has been returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector fell from a stool, and the user asked whether it could still be used normally. The device remained in clinical use, and no harm occurred to either the patient or the user.